Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device became was stuck on the wire. A 2.4mm jetstream xc catheter and a non-bsc filter were selected for use for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the jetstream device then became entrapped on the guidewire. The physician removed the entire system altogether from the patient at the same time. The procedure was then completed with a non-bsc atherectomy device and subsequent balloons and stent. No patient complications were reported and the patient was stable post-procedure.